Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the reported event. The cause of the helix mechanism issue was isolated to the helix being clogged with blood/ tissue.

Event description:
During an implant procedure, the helix of the right atrial (ra) lead was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.